Event description:
It was reported in a literature article that upon a retrospective review of patients that underwent stent assisted coil embolization that an "asymptomatic acute ischemic event" occurred. No other information was provided.

Manufacturer narrative:
Event date: it was reported in a literature article that a retrospective study was conducted on patients that underwent stent assisted aneurysm embolization from 2009 to 2012; the exact date of the procedure is unknown. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Subject device remains implanted.